Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside fo the pt at 49,789 joules. Per the customer, the fiber cap was retrieved. However, the physician did not continue the procedure but it is unknown as to why. The pt's outcome is unknown.